Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - part/lot combination is not valid, and device is not being returned, therefore, DHR could not be completed. If the device is returned or lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent the open reduction internal fixation for the fracture of the diaphyseal tibia. Three months have passed since the surgery; however, the bone healing has not been achieved. It was confirmed that the pseudoarthrosis has occurred, so that the additional surgery with locking screws and an augmentation plate will be performed on (B)(6) 2022 . This report is for one (1) tib-nail ø11 l255. This is report 1 of 3 for complaint pc-(B)(4).